Manufacturer narrative:
This report is submitted on june 28, 2023.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2015, due to unspecified medical reasons. Subsequently, the patient underwent another skin revision surgery on (B)(6) 2015, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.